Event description:
Repair center: alleged - alarming / red light. The compressor is noisy, the on/off switch has no alarm, the muffler is clogged, the pilot valve is leaking, the tie wraps and clamps were replaced.